Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument got stuck on the cystic artery. Tissue was torn in order to retrieve the instrument. The surgeon used a backup instrument of the same type to apply additional clips above and below the clip that was fired from the medium-large clip applier instrument that got stuck on tissue. No repair was needed and no blood loss was reported. The procedure was completed robotically.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive has received the medium-large clip applier instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint "device malfunction during procedure and damaged". Failure analysis found the primary failure of instrument grips bent-severely to be related to the customer reported complaint. The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The event investigation is in progress.